Event description:
It was reported that the patient expired due to continuing health problems. Per the reporter, the death was unrelated to the implanted device. The pump contained hydromorphone 10.0 mg/ml at a dose per day of 2.59mg.